Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer has a lot of scar tissue and resolved the occlusion alarms by performing a supply change each time. The customer experienced a blood glucose (bg) level of 350mg/dl at its highest. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.